Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
It was reported that the pt's insulin infusion set was leaking between the cannula and the self-adhesive. The pt's blood glucose was elevated to 300 mg/dl. The pt's normal blood glucose range is 70-140 mg/dl. The pt has also experienced the cannula of the insulin infusion set being bent. When that happened the e4 (occlusion error) was properly displayed on the infusion device. The pt found that they were using an infusion set with a different length cannula than they had thought they were using. The pt replaces the infusion head-set every three days and the infusion tubing and insulin cartridge every seven days. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and was requested to be returned for product eval.